Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous mid right coronary artery. A 2.75x48mm xience xpedition stent was implanted; however, a dissection was noted. A new 2.75x33mm xience sierra stent was implanted to treat the dissection; however, another dissection occurred. A new 2.75x15mm xience sierra was used to treat the second dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.